Event description:
It was reported foreign material was found on the device. A 2.75 x 12mm synergy xd drug-eluting stent was selected to use. However, upon unpacking, it was noticed that there was a large bead on the mold of the catheter. The procedure was completed successfully. No patient complications were reported and the patient recovered.